Manufacturer narrative:
No malfunction suspected. End user reported that while operating the power wheelchair on a non-ada compliant wooden ramp, the power wheelchair wheels ran over some raised board and the end user fell. The end user was not wearing a seat belt. Hoveround's owner's manual warnshoveround's owner's manual warns "to reduce the chance of serious injury or death loss of control or falling from the power wheelchair, drive in proper environments" and avoid ramps and slopes that are too steep, such as those that exceed 5 degrees." Hoveround also directs end users to review ada guidance on ramps appropriate for wheelchair access. Additionally, hoveround's owner's manual warns "to avoid serious injury or death: [a]ways use the seat belt." And "[t]o reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: keep your seat belt fastened, and always use the seat belt."

Event description:
While operating the power wheelchair on a non-ada compliant wooden ramp, the end user drove over raised boards and fell.